Event description:
Revision surgery - due to patient fell and infection.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this revision surgery was reported as fall and infection. The actual length of in-vivo for the items listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The devices were disposed of at hospital and not made available to djo surgical for examination. For item 114817: the device history record was not found among djo and available zimmer biomet records. For item 114700: a review of the implant device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to a fall and infection. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have caused the fall or contributed to the possible infection or inhibited the patient's immune system. There are multiple factors that may also contribute to an infection that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.